Event description:
On (B)(6) 2009, the pt reported that he received an e4 (occlusion) error on his infusion device while attempting to bolus 8 units of insulin. He disconnected from the infusion tubing and bolused 8 units of insulin without error. He removed the infusion site and found that the cannula was bent and there was a small amount of blood at the infusion site. He inserted a new infusion site and reconnected to the infusion tubing and was able to complete his bolus without error. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.